Event description:
It was reported that the port migrated. The port was placed under the lft rib. A simple repositioning under general anesthesia was made; the device is still implanted. The pt is well.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.